Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to svn (B)(6) and event date 23-aug-2024. There were no boluses listed on the event date 23-aug-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 23-aug-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no auto-suspend alarm or user-suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 23-aug-2024 in the pump history file. 08/20/2024 23:43:34.000 alarmalertnotification (40) fault number: no delivery after estimate zero (8) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. On svn (B)(6) the customer was hospitalized for alleged high bgs on (B)(6) 2024. There were no boluses listed on the event date 01-aug-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 01-aug-2024 listed on smart-solve due to insufficient data in the trace/history files. There were no auto suspend alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-aug-2024 in the pump history file. 07/30/2024 00:47:00.000 alarm alert notification (40) fault number: no delivery after estimate zero (8) - during basal. 07/30/2024 00:57:00.000 alarm alert notification (40) faultnumber: no delivery after estimate zero (8) - during basal. 07/30/2024 01:06:00.000 alarm alert notification (40) fault number: no delivery after estimate zero (8) - during basal. 07/30/2024 01:16:00.000 alarm alert notification (40). Fault number: no delivery after estimate zero (8) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 386 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-7040a, mmt-397a, mmt-1884, mmt-332a. The customer reported high blood glucose. The insulin pump was in use leading up to the hospitalization. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer declined to troubleshoot. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.